Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. The reporter stated that while loading the cartridge the pump dispensed all the insulin and then emitted a no cartridge detected warning. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 08/13/2013-device evaluation: the pump has been returned and evaluated by product analysis on 07/17/2013 with the following findings: a review of the black box indicated two ¿no cartridge detected¿ warnings and multiple ¿loss of prime¿ warnings on the reported event date. The pump powered on appropriately to the verify screen. The rewind step was successfully performed, but the pump was unable to detect the cartridge during the load step. Investigation revealed broken solder joints to both force sensor flex pins, leading to an intermittent condition.